Event description:
Patient reported elevated blood glucose (274mg/dl) and observed insulin inside the cartridge compartment. Patient indicated that after cleaning out the compartment, the device paused when administering insulin.